Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 280 mg/dl, 407 mg/dl, and 192 mg/dl. No actions were taken based on the device results. Requested return of suspect device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.